Event description:
It was reported that after the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock, charge time (CT) and long charge time (lc) alerts were received from the device. Low, out-of-range shock impedance measurements of one ohms were also noted. Technical services (ts) was contacted, and ts discussed that the alerts indicated a shock that failed to fully charge the capacitors within 44 seconds. The patient reported a recent fall, landing on their left side, and it was theorized that the fall adversely impacted the s-ICD system. The patient started to feel sensations from their device and tachy therapy was programmed off. Subsequently, the patient underwent a revision procedure, and the s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified insulation damage in the electrode body in the region approximately 149 millimeters (mm) from the terminal pin, consistent with lead-on-can abrasion. Proximal hv cables at this location were also rubbed to the point of fracture. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas approximately 318 mm from the terminal end. Analysis has determined that the fracture characteristics are consistent with cyclic fatigue.

Event description:
It was reported that after the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock, charge time (CT) and long charge time (lc) alerts were received from the device. Low, out-of-range shock impedance measurements of one ohms were also noted. Technical services (ts) was contacted, and ts discussed that the alerts indicated a shock that failed to fully charge the capacitors within 44 seconds. The patient reported a recent fall, landing on their left side, and it was theorized that the fall adversely impacted the s-ICD system. The patient started to feel sensations from their device and tachy therapy was programmed off. Subsequently, the patient underwent a revision procedure, and the s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported.